Manufacturer narrative:
(B)(4) upon inspection and analysis of the sovereign cataract extraction sys the field svc engineer performed a sys check and no problems were found in either default settings or in surgeon settings. Sys meets all amo specs. There is no pt involvement.

Event description:
It was reported that sys lost vacuum in phacoemulsification mode and sys would not allow staff to activate to the next mode. Staff removed unit and completed the case with a back-up phaco unit.